Event description:
It was reported that the patient stated that his lgx inflatable penile prosthesis (ipp) failed and his doctor refuses to replace it because of its history. The patient is wondering what he should expect with the cx ipp. It was further reported that the lgx was replaced with a cx. No further information is available at the moment.

Event description:
It was reported that the patient stated that his lgx inflatable penile prosthesis (ipp) failed and his doctor refuses to replace it because of its history. The patient is wondering what he should expect with the cx ipp. No further information is available at the moment.